Manufacturer narrative:
It was reported that patient underwent computerized anorectal manometry, and computerized emg analysis on (B)(6) 2009.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent hysterectomy. It was reported that patient underwent rectopexy, sigmoid resection, vaginal colpopexy on (B)(6) 2009. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation with concurrent procedure of right salpingo-oophorectomy.